Manufacturer narrative:
The device was returned for evaluation. A visual examination and functional testing of the device was performed. During the visual inspection, the connector block, handle, shaft, spacer, suction connector, cable, saline connector, and electrode were inspected for damage. No damage of the device was found during the visual inspection. During the functional testing of the wand, the wand was fired in air and saline, the suction of the device was tested, and saline delivery of the device was tested. In addition, a physical check of the wand was performed to confirm the cap area, shaft, and handle did not get hot after 3 minutes of continuous firing as verified by touch. Also, hipot and continuity testing was performed to verify the wand met electrical requirements. It was found the device met all visual and functional testing. No problem was found and the complaint could not be verified.

Event description:
During a tonsillectomy and adenoidectomy procedure performed in 2007, the patient was reported to have sustained a burn to the top of the patient's tongue. The severity of the burn was not recorded in the patient's record and was described as beige in color with some charring. No treatment was administered. It was also reported the tip of the evac 70 xtra wand discharged at the tip and on the side of the wand which may have caused the burn to the patient's tongue. The patient was reported as doing well.